Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead became extrinsically bent. The distal lv(low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix fully retracted and bent with tissue visible in it. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that helix extension and retraction difficulty was experienced during the attempted right ventricular (rv) lead implant. The helix was not correctly deploying and therefore would not fix into the myocardium. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.